Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during a generator changeout, the physician had concerns that the pacemaker may have exhibited premature battery depletion. The patient presented in clinic for a procedure on (B)(6) 2021 where the device was extracted and replaced. There were no patient consequences.